Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure: uterus') in a 48-year-old female patient who had essure (batch no. 50500535, 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, gerd, hypertension, weight fluctuation, genital herpes, genital warts, endometriosis, mood swings, heart murmur, seizures, heartbeats irregular, migraine, intermittent headache, fatigue, vitamin d low, dysmenorrhea, uterine bleeding, adenomyosis and leiomyoma nos. Concomitant products included colecalciferol (vitamin d3), fish oil (omega 3), hydrochlorothiazide, ibuprofen, norethisterone acetate (aygestin), nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscope inserted. Both ostia visualized. Right tube was then stented with essure. Left tube was stented. Right ¿ 3coils, left ¿ 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device, left coil moved. Lot number:50500521 manufacture date:2010-01 expiration date:2013-01. Lot number:50500535 manufacture date: 2010-02 expiration date:2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Event dysmenorrhea (cramping) added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure: uterus') in a 48-year-old female patient who had essure (batch no. 50500535, 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, gerd, hypertension, weight fluctuation, genital herpes, genital warts, endometriosis, mood swings, heart murmur, seizures, heartbeats irregular, migraine, intermittent headache, fatigue, vitamin d low, dysmenorrhea, uterine bleeding, adenomyosis and leiomyoma nos. Concomitant products included colecalciferol (vitamin d3), fish oil (omega 3), hydrochlorothiazide, ibuprofen, norethisterone acetate (aygestin), nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscope inserted. Both ostia visualized. Right tube was then stented with essure. Left tube was stented. Right ¿ 3coils, left ¿ 2 coils. Lot number:50500521 manufacture date:2010-01 expiration date:2013-01. Lot number:50500535 manufacture date: 2010-02 expiration date:2013-02. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device, left coil moved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received. Event migraines / headaches was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure: uterus') in a 48-year-old female patient who had essure (batch no. 50500535, 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, gerd, hypertension, weight fluctuation, genital herpes, genital warts, endometriosis, mood swings, heart murmur, seizures, heartbeats irregular, migraine, intermittent headache, fatigue, vitamin d low, dysmenorrhea, uterine bleeding, adenomyosis and leiomyoma nos. Concomitant products included colecalciferol (vitamin d3), fish oil, hydrochlorothiazide, ibuprofen, norethisterone acetate (aygestin), nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscope inserted. Both ostia visualized. Right tube was then stented with essure. Left tube was stented. Right ¿ 3coils, left ¿ 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device, left coil moved. Lot number:50500521 manufacture date:2010-01 expiration date:2013-01. Lot number:50500535 manufacture date: 2010-02 expiration date:2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure: uterus') in a 48-year-old female patient who had essure (batch no. 50500535, 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, gerd, hypertension, weight fluctuation, genital herpes, genital warts, endometriosis, mood swings, heart murmur, seizures, heartbeats irregular, migraine, intermittent headache, fatigue, vitamin d low, dysmenorrhea, uterine bleeding, adenomyosis and leiomyoma nos. Concomitant products included colecalciferol (vitamin d3), fish oil (omega 3), hydrochlorothiazide, ibuprofen, norethisterone acetate (aygestin), nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, anxiety, depression, dysmenorrhoea and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after insertion, on right side, 3 coils were visible and on left side 2 coils were visible. In fallopian tubes. Patient had received treatment for event pelvic pain, abnormal bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device, left coil moved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the previously reported events - pelvic pain and abnormal bleeding (vaginal and menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure: uterus') in a (B)(6)-year-old female patient who had essure (batch no. 50500535, 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, gerd, hypertension, weight fluctuation, (B)(6), genital warts, endometriosis, mood swings, heart murmur, seizures, heartbeats irregular, migraine, intermittent headache, fatigue, vitamin d low, dysmenorrhea, uterine bleeding, adenomyosis and leiomyoma nos. Concomitant products included cholecalciferol (vitamin d3), docosahexaenoic acid;eicosapentaenoic acid (omega 3), fish oil, hydrochlorothiazide, ibuprofen, norethisterone acetate (aygestin), nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscope inserted. Both ostia visualized. Right tube was then stented with essure. Left tube was stented. Right ¿ 3 coils, left ¿ 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device, left coil moved. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, anxiety, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and mr received : case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- device expulsion, abnormal bleeding (vaginal, menorrhagia), depression and mental anguish. Events outcome updated, events onset date, events severity , concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.